Manufacturer narrative:
Twelve (12) complaint samples were received with this complaint. One (1) complaint sample was received in original, opened packaging and eleven (11) complaint samples were received in unopened packaging. The opened complaint sample was decontaminated prior to review. Failure investigation: device history record review: a review of the device history record did not reveal any non-conformances. The batch 4033212 was manufactured in 2004. Visual/sharpness evaluation: the complaint samples were measured using an optical comparator under 50x magnification. The width of the blades was found to be acceptable and met specification. Complaint history review: an evaluation of the complaint system database was conducted and there were no previous complaints relating to this particular reported problem. Conclusion: based on the above investigation, no corrective action is required at this time. We will monitor for future trends.

Event description:
The customer reported that three procedures in a row. The incision measured 3.00 mm; wound leaked during phaco.